Manufacturer narrative:
Major bleed/hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella rp flex was inserted via the femoral vein to support the (B)(6) year old male patient who was suffering from right heart failure and was admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the rp flex placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The patient's underlying medical history was not shared. On the day of implant there was a bleed and hematoma development at the access site. The team placed sutures and femstop to control the site. The access and placement had proceeded as normal without issues noted til after peel away of the 23fr sheath and advancement of the repositioning sheath had taken place. The patient was stable and pump remains on for support without any further intervention. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Of note, this patient did receive 10,000 units of heparin for anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report.